Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt reported that the up arrow button was not responding appropriately on the keypad. The keypad was intermittently unresponsive and the buttons have to be pressed multiple times to elicit a response. The reporter denies water exposure or damage to the keypad. The buttons feel normal and do not stick and spring back.